Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse and then delivered at a lower rate or than programmed (under infusion) during therapy (medication, dose, programmed amount and delivery rate unknown). It was reported that although the pump was running it did not show any fluids going through the line and ran for 2.5 hours when it was programmed to run for 2 hours. Additional information received reported that it was a primary infusion and that there were fluids going through the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported issue was reproduced during the device evaluation. The device was sent for flow testing and under-infused by -5.55%. The device was determined to not meet all product specifications related to the reported event. The cause was determined to be the pressure plate which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.